Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited high pacing thresholds, which were determined to be a result of lead dislodgement. This patient underwent a revision procedure and this lead was surgically capped and abandoned. A new lead was successfully placed. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information is available at this time, our investigation is complete. This report will be updated should we receive additional information.